Event description:
Follow-up from the patient reported that her healthcare provider (hcp) was notified of the event. In order to resolve the issue, she was to talk slower and louder.

Manufacturer narrative:
(B)(4).

Event description:
A consumer reported that deep brain stimulation (dbs) therapy was not helping with their speech. The patient met with their health care provider (hcp) yesterday and they tried making adjustments to help with the issue, but their speech has not gotten much better. The patient had been having a speech issue since (B)(6) 2015. The patient's indication for use is essential tremor. No actions/interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.